Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one staple line. A visual inspection of the returned photos noted the staple line was properly placed, and the trs material was properly seated. A yellow fragment of the shipping wedge was noted on the tissue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the reload channel rather than away from the channel, or if the reload is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, while stapling the stomach, a part of the yellow shipping wedge from the two reload was left in the patient's cavity and had to be removed by the surgeon prior to proceeding with the case. It was reported that the nurse loaded the reload and removed the yellow shipping wedge as per normal before handling the stapler to surgeon. There was no patient injury.